Event description:
It was reported, the patient had a loss of therapeutic effect. It was noted the patient had been throwing up since (B)(6) 2014 and they wanted to get their device checked. It was stated the patient had a new device put in (B)(6) 2014 and they had it set up once after the surgery. Reportedly, the patient had their device reset about 2 weeks after it was implanted because the settings were still not helping but the patient had not had problems since then. The patient stated that since (B)(6) 2014, they had been sick but pretty much everything they put in they would throw up. It was noted the patient was having other issues.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2006 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2006 (B)(6); product type lead. (B)(4).